Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding three patients who the reporter believed had a baclofen pump and developed the issue of scoliosis after using the pump. The reporter wondered if it was the baclofen that was causing spinal cord damage. No further information was provided.